Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was placement difficulty. The physician attempted several positions and upon attempting to remove the lead, it became stuck in the sheath. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage during use. The analyst noted that the returned introducer(competitor sjm) appears bent, this could contribute to the lead getting stuck inside the bent introducer. Considerable dried blood is visible on the lead and inside the returned introducer. Resistance is felt when moving lead thru returned introducer, due to bent introducer and dried blood. If information is provided in the future, a supplemental report will be issued.